Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "power issue, not working on battery. Batteries have been replaced". This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with the battery not charging was confirmed and duplicated during product evaluation. This condition was caused by the dc harness being connected with incorrect polarities, resulting in a blown battery fuse. The battery harness was connected properly and the fuse was replaced to correct the reported condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. A service history review revealed that this device was previously serviced for the reported condition. Previous service on (B)(4) 2009 was for "battery damage alarm." The batteries and battery harness were replaced. This issue has been escalated to CAPA.